Event description:
It was reported, the patient was experiencing a rash over the ipg site. As a result, the patient was prescribed medication to treat the course of the rash. The rash resolved over time.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.